Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was unable to open. Field service engineer stated that there was delay in dispensing the medication to patient. Field service engineer found that rails for the auxiliary half-height smart drawer 5.1 were damaged. Further, the engineer removed the cubies from auxiliary drawers 5.1 and 5.2, powered down the station, and replaced the drawer. After restoring the cubies to their original positions, the station was rebooted. During the reboot process, it was observed that the power module board was not functioning. The engineer replaced the power module board and rebooted the station again. Following this reboot, the drawers were successfully reconfigured, and the customer was able to do an inventory without any issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue in which the drawer failed to open. The customer tried to recover the storage space by rebooting the station, but the issue still persists. This incident resulted in a delay to patient care and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this event.